Event description:
On (B)(6) 2016, customer reported complaint (B)(4) for donorscreen - hla class I and class ii assay (dsi+ii) lot 3003895ab. The customer reported a higher than expected reactivity rate of 26.7%. Results have been reported for 947 samples from 09/28/2016 to 10/13/2016. The assay runs were valid and performed following the donorscreen IFU (303456 ifuen, rve. F). There was no reported patient harm. The root cause of the higher than expected reactivity rate is unknown. Immucor makes no claims on reactivity rates in a population of donors with donorscreen. Per the IFU, the presence of immune complexes or other immunoglobulin aggregates in the sample may cause an increased non-specific binding and produce false-positives in this assay.